Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument pitch down cable to be broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the instrument wrist were not damaged. Failure analysis investigation also found that a segment of instrument conductor wire was dislodged and exposed on the outside of the yaw pulley. The conductor wire insulation was not damaged. The electrical continuity test passed. In addition, the instrument yaw pulley was broken and missing a piece measuring .061 x .045 opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in the yaw. No other damage was found. It was concluded that the yaw pulley damage may have been due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the damage to the pitch cable and yaw pulley damage found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the pk dissecting forceps instrument was observed to have frayed cables, during set up. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient.